Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom on (B)(6) 2016 on trial patient's behalf to report that on (B)(6) 2016 the receiver displayed a hardware error. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and found hardware battery errors and screen error alarms. The reported event of a hardware failure was confirmed. The root cause was determined to be a defective receiver battery.